Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned for evaluation. The reported problem was verified. The compressor pump was replaced to remedy the problem. Reports of this nature are typically not submitted as there would be no potential for clinical impact. No trend is associated with reports of this type.

Event description:
Complainant alleged that during calibration the device displayed a "calibration failure" message.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown "check compressor system" error message. Complainant indicated that there was no patient involvement in the reported malfunction.